Event description:
The nurse reported the brakes are not functioning. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found no issue, the account was not fully applying the brakes, user error. Per the hill-rom user manual, warning: patients may use the bed for support while entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician set the brakes to resolve the issue. Based on this info, no further action is required.